Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to magnetic field or MRI. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Trouble shooting was performed and customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
Unit powered on properly after battery installation. Unit passed active current measurement, sleep current measurement, and self test. No blank display noted during testing. Unit was successfully downloaded using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. On adapt, the following battery faults were recorded: fault 6 on (B)(6) 2024 18:41:24.000 hour through 18:44:28.000 hour. Fault 73 on (B)(6) 2024 at 18:26:15.000 hour. Fault 11 on (B)(6) 2024 at 18:30:15.000 hour. Pump error 53 was recorded on (B)(6) 2024 18:41:01.000 due to hardware error (line#: 2817, file#: (B)(4). Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place properly during testing. The following damages were also noted: missing display window/cover, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, and scratched case. In summary, customer concern for blank display not confirmed. Pump error 53 confirmed in download history review during event date due to hardware error. Pump error 53 isolated to electronic stack. Unable to confirm exposed to magnetic field or MRI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.